Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient experienced pain. As a result, the patient underwent a right knee revision approximately 9 years and 8 months after initial implantation. During the revision surgery it was noted that the femoral component was loose. Provided images of the tibial insert and patella show signs of prosthesis wear. No further patient impact reported. No further information available. This is report 2 of 3 for this event.

Manufacturer narrative:
D10: 4047711 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t 4116868 200-02-41 three peg patella 41mm 3907211 02-010-01-0360 logic femoral ps cem right sz 6 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-03042.